Event description:
The international customer reported that the unit went vent inop with da pcba adc failed vent inop occurrences. The service tech evaluated the device and could not duplicate the reported problem. The customer reported that the device was in use on a patient, not patient harm reported. The service tech replaced the data acquisition board address the issue. The unit passed all applicable testing.